Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient became unconscious for one minute while on the train and the patient was taken to the hospital due to the occurrence of ventricular tachycardia (vt) for one minute without therapy from the cardiac resynchronization therapy defibrillator (crt-d). The patient was hospitalized and received intravenous medication. The patient was discharged one week later and the device remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.